Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: evaluation found that the pump powers up properly. A review of the pump history indicated that rebooting had occurred, which could not be duplicated during testing. The battery cap and compartment were found to be intact. The pump was exercised for 24 hours with no power issues or alarms occurring. Investigation revealed moisture damage in the display and on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The patient's father reported that the pump will not power on. The patient was just in the pool, and received a call service alarm. When attempting to re-boot the pump it became stuck on the animas screen. A re-boot was attempted again and the pump would not power on. Visual inspection of the pump revealed that the bolus button is missing.